Manufacturer narrative:
B5 - the lens was exchanged on (B)(6) 2021 with a same length but different diopter lens and the problem was resolved. Reportedly, "all good. Patient is happy." Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -01.00/+2.0/075 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The patient experienced a refractive surprise. The lens remained implanted but the plan is to explant the lens. The cause of the event was due to user error.